Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site to remove the device. The hospital has reported the patient's condition is satisfactory.